Event description:
It was reported that the patient is having an increase in seizures when the magnet is used. The patient's parent felt that the magnet was too strong. Review of the available programming history and magnet activation history revealed no impedance issues, or magnet issues that indicate a device malfunction. No additional relevant information has been received to date.